Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product was mixed instead of receiving .5 ml, the syringes were 1 ml with a bd syringe 0.5 ml 30ga 8 mm 10bag 500 ca. The following information was provided by the initial reporter: material no:320468. Batch no: 828950. It was reported that the consumer received a box of syringes that were believed to be .5 ml. When customer opened the box they noticed that the syringes were 1 ml. The item number on the box was 320468 and the item number on the syringe was 320469. Additional information provided by consumer: spoke to the pharmacist who stated that the consumer received two boxes with the lot # 8281950 and the material # 320468. When she opened the box, she encountered that the syringes were 1 ml and not 0.5 ml as they were supposed to be.

Manufacturer narrative:
H.6. Investigation: customer returned (2) shelf cartons for 1/2cc, 8mm, 30g syringes from cat # 320468, lot # 8281950 (1 shelf carton filled with 10 sealed poly bags of 1cc, 8mm, 30g syringes from cat # 320469, lot # 8071572, 1 shelf carton filled with 10 sealed poly bags of 1cc, 8mm, 30g syringes from cat # 320469, lot # 7296972). Customer states that the consumer received a box of syringes that were believed to be .5ml and when customer opened the box they noticed that the syringes were 1 ml. A product mix between the different catalog and lot numbers returned by the customer would not likely occur during the manufacturing process. A review of the device history record was completed for batch# 8281950. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that product was mixed instead of receiving .5ml, the syringes were 1 ml with a bd syringe 0.5ml 30ga 8mm 10bag 500 ca. The following information was provided by the initial reporter: material no:320468 batch no: 828950 . It was reported that the consumer received a box of syringes that were believed to be .5ml. When customer opened the box they noticed that the syringes were 1 ml. The item number on the box was 320468 and the item number on the syringe was 320469. Additional information provided by consumer: spoke to the pharmacist who stated that the consumer received two boxes with the lot# 8281950 and the material# 320468. When she opened the box, she encountered that the syringes were 1ml and not 0.5ml as they were supposed to be.